Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues with the serter and bent cannulas. Customer was advised to on proper insertion of the cannula. Customer indicated that they had high blood glucose of 460mg/dl a few weeks ago but did not want to troubleshoot for it. No further details given.